Event description:
A medtronic representative reported a replacement 2-pin/4mm fixator. The inside hole had many scratches and the pin cannot pass through smoothly. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Medtronic investigation of returned suspect device finds that the u-end of the block has been bent inward, causing the screw to rub against the block and making it difficult to tighten. Physical damage to the block, directly caused the event.